Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope. Review of episodes revealed that the right ventricular lead exhibited noise that was interpreted as high ventricular rate episodes on days surrounding the event. No device intervention or further information was reported.